Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device had a blank display and alarmed replace battery now alarm. Customer's blood glucose was unknown. Device did not alarm a low battery alarm prior to the replace battery now alarm. Device had also alarmed power loss alarm and insulin flow blocked alarm. Insulin flow blocked alarm was resolved by a complete set change. Customer was advised to monitor the device. Customer will not be returning the device for analysis.